Event description:
During a review of programming and diagnostic history for this vns patient's device, it was noted that upon interrogation on (B) (6)2008, the settings were interrogated at the following: 1.25ma, 20hz, 500usec, 30sec, 60mins. The 60 minute off time is indicative of an interrupted system diagnostic test which may have changed the setting. The last known settings prior to this date were observed to be 1.5ma, 30hz, 500usec, 30sec, 3mins, as noted by a final interrogation done by the physician at a follow up visit on (B) (6)2008. Data is missing between (B) (6)2008 and (B) (6)2008, and thus it cannot be verified that a system diagnostic test was interrupted which may have changed the device settings to unintended settings. Good faith attempts to obtain additional programming and diagnostic history are underway.

Manufacturer narrative:
Analysis of programming history.